Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7482-95, serial#: (B)(4), product type: extension. Product ID: 7482-95, serial#: (B)(4), product type: extension . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a clinical diagnosis of infection at the ins and left extension site. The patient experienced inflammation at the left extension from the ins, implanted in the abdomen, to the left cervical level. Laboratory testing found e. Coli on (B)(6) 2018. The patient's ins and left extension were explanted and not replaced on (B)(6) 2018. The event required an urgent care visit, in -patient prolonged hospitalization and medical/surgical intervention. The etiology was stated to be possibly related to the device/therapy and possibly related to the implant procedure. The event is ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, lot# 0202654904, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Product ID: 3389-28, lot# 0202654905, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead. Product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. Product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the event resolved without sequelae on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2018, product type: lead; product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2018, product type: lead; product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension; product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that the leads were later explanted on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension; product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that both extensions were infected and explanted. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3389-28, lot# 0202654904, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead; product ID: 3389-28, lot# 0202654905, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: lead; product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension; product ID: 7482-95, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated serial # received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_adaptor_acc, serial# unknown, explanted: (B)(6) 2018. Product type accessory, product ID 3389-28, lot# 0202654904, implanted: (B)(6) 2010, explanted: (B)(6) 2018. Product type lead, product ID 3389-28, lot# 0202654905, implanted: (B)(6) 2010, explanted: (B)(6) 2018. Product type lead; product ID 7482-95, serial#(B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018. Product type extension, product ID 7482-95, serial# (B)(4) implanted: (B)(6) 2010, explanted: (B)(6) 2018. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated that an adapter was also explanted.

Manufacturer narrative:
Product ID neu_adaptor_acc; serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018. Product type accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Implant date received.